Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The batch record review revealed no remarks related to this issue. Retention samples were tested for functionality and the results met specifications. No further investigation possible without the complaint sample. There were no similar reports for this lot number. Additional information was requested on (B)(4) 2011 by phone. (B)(4).

Event description:
A surgeon reported that the luer and cannula detached from the syringe during surgery. As the surgeon was trying to inject the product into the capsule, the cannula "shot" into the eye. There was no pt impact. Additional information requested.